Event description:
Customer reports a hypoglycemic episode where he was having low blood sugar symptoms while his blood glucose test results were 126 mg/dl and 111 mg/dl. He reports passing out and being treated by the paramedics, exact treatment unk. He reports after the treatment the paramedic meter registered 135 mg/dl and his meter only registered 40 mg/dl. When plotted on the consensus error grid these values fall into zone c and are reportable. No death. Return requested and replacement sent.